Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair to used condition. Removed front cover and investigated further; no obvious damage was found from visual inspection. Found liquid-crystal display (lcd) display was missing pixels. The root cause of the reported issue was found to be a faulty circuit board. Actions were taken to mitigate the reported issue: are unknown. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the warmer had a bad liquid-crystal display (lcd). No patient injury was reported.